Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb vessel. A 8.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. The stenosis was not removed when dilating the balloon under 20 atmospheres. During the second inflation, the balloon burst. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb vessel. A 8.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. The stenosis was not removed when dilating the balloon under 20 atmospheres. During the second inflation, the balloon burst. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the target lesion was severely stenosed and that the balloon ruptured at 16 atmospheres.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb vessel. A 8.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. The stenosis was not removed when dilating the balloon under 20 atmospheres. During the second inflation, the balloon burst. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the target lesion was severely stenosed and that the balloon ruptured at 16 atmospheres.

Manufacturer narrative:
A gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 57 mm in length and extended from a position 7 mm proximal of the proximal markerband to 6mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.